Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker mediated tachycardia (pmt) episode which appeared to be a pacemaker driven and ended with algorithm appropriately. In addition, this patient was admitted for other reasons. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.